Event description:
Qv sars otc swab was pink after swabbing each nostril 4 times - tss confirmed there was a blue control line and referred to the pi about sample collection.

Manufacturer narrative:
Subject: qv sars otc swab was pink after swabbing each nostril 4 times - tss confirmed there was a blue control line and referred to the pi about sample collection. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.